Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that following implant of the intraocular lens (iol), the customer experienced an issue with zct700 lens. The astigmatism was not corrected after implantation of the lens. Plan for explant of the lens was indicated. Further information provided that the lens was explanted and replaced with a model zcbv lens. The patient was reported doing very well post op; patient outcome was good. Visual acuity pre-operative: og (right eye) 5/10 add 2,75= p4. Visual acuity post-operative: og +0.25 (-4,00 à 165 degrees).

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.